Event description:
It was reported that the customer had high blood glucose levels of 403.2 mg/dl. The father of the customer treated the high blood glucose levels with manual insulin injections. The father of the customer also reported a blank display on the insulin pump. Troubleshooting was done. No additional information was provided.

Manufacturer narrative:
Insulin pump received with blank display due to broken connector at interface board. Insulin pump received with cracked case at display window corners, battery tube threads and minor scratches on display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.